Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During procedure prior to placement, it was noted that the right-ventricular (rv) lead helix failed to retract and exhibited difficulty inserting stylet. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was unknown.

Event description:
Additional information received confirmed that the patient condition was stable.